Event description:
Additional information was received from a patient (pt). It was reported that they were just sent a new controller by sunmed because they dropped the old one and it broke. Patient said the controller is not letting it hook up and they have been trying several times throughout the last few months. The patient states it won't hook up for the last few months. Pt sates cannot get anything to work until now and needs this MRI. Patient mentioned during the call she must have sent the lith battery back with controller and doesn't have that in there except the aa batteries. Patient mentioned they have fallen and are having a lot of problems with it. Patient also mentioned they hurt their back and hip and they want to take an MRI. Patient has a cat scan but it doesn't show any soft tissue thing. Patient's back is in bad shape now and they are trying to find out what they need to do for them but they can't do that without the MRI. Pt ended up calling back stating she found her lith battery. The patient called back stating they got a new controller and was just now getting around to set up the controller. The pt was having trouble setting it up for it was not connecting. They get to the screen to set up for implant and when it said to position the recharger over the implanted device they hit the recharger part and get 100s. The patient said this was a brand new recharger they got and can't connect to their pain stimulator (agent understood they were talking about the controller being new). During call pt verified no damage to the controller charging port or to the recharger (rtm). Pt reset the controller and got the set up screen. Pt got as far as connect the recharger and would not advance past the screen even though the recharger was connected to the controller. A replacement recharger (rtm) was sent out. Additional information was received from a patient (pt). It was reported that the patient received the new li battery. The patient was able to put the new li battery in their controller and swap out the door covers. Pt is going to charge the controller and then charge the ins. Additional information was received from a patient (pt). It was reported that the patient confirmed receiving the replacement li battery pack and recharger. Patient mentioned they were on the set up screen on their controller. Agent attempted to walk patient through pairing the controller to the implant; controller showed connect the recharger. Agent instructed patient to plug their recharger into the controller and controller showed connect the recharger. Agent instructed patient to unplug the recharger, clean the controller port and recharger pins. Patient started a charge session but the controller screen did not advance past connect the recharger while the recharger was plugged in. Agent asked and patient mentioned they took a bad fall about 3 weeks ago. Patient mentioned they don't think anything was done to their implant but mentioned they fell straight on their back (upper and lower) that's still tender. Agent sent an email of physician listings to the patient. Patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient (pt). It was reported that the patient called requesting hcp listings to check her unit as she has had equipment sent and still needs help. Pt reports she has had a fall about 4 weeks ago and needs to have device checked. Pt states needs two mris and needs to get her unit working. Agent read list already sent over phone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they are having problems with the monitor. Patient stated they dropped the controller about 6 months ago and it cracked up some. Patient said the controller is not taking a charge any longer. Patient clarified that the implanted neurostimulator won't charge at all. Patient mentioned that they have not seen the recharging excellent screen for 2 weeks. Asked patient to start a recharging session and patient reported seeing all 100's across the screen. Patient then reported seeing no device found. Pt questioned during call wondering if their implant has shifted some because of the issues trying to locate the ins. Pt states the implant seems lower then where it was. Patient plugged the controller into the ac power supply and reported seeing a blinking green light. Patient unlocked the controller and reported the battery level was low. Patient inspected the controller port and reported no visible damage. Patient reported the green light was not blinking anymore and the controller was fully charged. Patient tried to start another recharge session and reported passive charge mode. Pt could not start charging as she was stuck in the passive charge icons and seeing numbers ranging from 100 to the 20s. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that their controller was not responding when the pt was trying to pair it. When pt inserted the recharger the controller stayed on the screen 'connect the recharger'. On the call, the agent had pt reset and clean pins. It did not resolve the issue. Pt saw no damage and confirmed the controller battery pack was charged. Pt needs to have an MRI to ensure the leads did not move because pt had a fall. Pt said they needed a rep to check the impedance. Reviewed the process of contacting the field. A replacement recharger and controller were sent out. Additional information was received from a patient (pt). It was reported that they received replacement recharger and controller from 12/17. Pt called back to say that 'it worked', ins and controller were paired, and they were able to access MRI mode. Pt stated they have 3 MRI's coming up. No further action is needed at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the issue has not been resolved as of yet. They have not heard from their manufacturer representative (rep). They were told that a date where they would meet with the rep to test the device and see if it has moved since their fall roughly 2.5 months ago. Additional information was received from a patient (pt). It was reported that the patient called back stating everything that was sent to them had worked and they had been able to charge the implantable neurostimulator (ins) up twice with it. Now they were now supposed to have an MRI and need an impedance check stating its ok and fine to do so. During call, the agent walked the patient through entering MRI mode and reviewed MRI guidelines

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they have not had a technician look at the implant, nor has it been it has moved in over 4.5 years. The patient reported that the cause of the implant moving was not determined. The patient stated that the replacement of the handheld device did not resolve the issue of not being able to charge the device. The patient stated that they would call to find out who the manufacturer representative (rep) and healthcare provider (hcp) are for where they now live. The patient stated that this has not been resolved.